Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the system boots up, there was an error message that pops up. The content of the error message was unknown. Site reboot the system and the error message went away. During stimulation, in the middle of stimulating on one side of the patient, the system was not responding to stimulation. Surgeon moved to the other side of the patient, and system functioned as intended. Surgeon then moved to the previous side that was not responsive before and the system picks up stimulation as intended. There was no patient impact.